Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen was cracked and scratched. The reporter indicated still being able to read the pump display safely at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: during investigation, the pump display screen was found to be scratched, which has no effect on pump¿s insulin delivery function. The complaint of a crack on the display was not found during evaluation.